Manufacturer narrative:
The device was received for evaluation. A review of event history log confirmed that no infusions were completed in the device. A visual inspection was performed, and it was noted that the lcd screen displayed lines and had faded text. The condition of the display dose make viewing information difficult. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged display. The display requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had lines on the screen. This occurred in the biomed service department. There was no patient involvement. No additional information is available.